Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a cartridge alarm 1 occurred. Customer's blood glucose level was in the 300's (mg/dl). Reportedly, the customer had insulin pens as alternate insulin therapy.